Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact on the customer's blood glucose level. The customer successfully loaded a new cartridge and resumed insulin.